Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation; however, the reported treatments appear to be related to the circumstances of the procedure. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The 3.0x28mm xience alpine is filed under a separate medwatch report number.

Event description:
It was reported that the patient presented with a myocardial infarction and thrombectomy was performed. Following, a 3.0x28mm xience alpine stent was implanted in the mid left anterior descending (mlad). Post implantation, a mlad perforation occurred. A 2.8x19mm graftmaster stent was implanted; however, there was still minimal extravasation (leaking) noted. A dilatation balloon catheter was inflated for 5 minutes as treatment and the perforation sealed. During this procedure, the patient experienced chest pain; nitroglycerin was provided. The event resolved without issue. Following, a 2.5x15mm xience alpine stent was implanted in another lesion without issue. The patient is in stable condition and is reportedly doing fine. Per physician, the graftmaster stent did not cause or contribute to complications or adverse events. There was no additional information provided regarding this issue.